Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that there was oversensing of the minute ventilation signal on the right ventricular (rv) channel. It was noted that the patient is not pacemaker dependent and there was no pacing inhibition or asystole. It was also noted that there were no out of range impedance measurements, however there were a few spikes up to 1200 and 1300 ohms. Boston scientific technical services (ts) was consulted and recommended further troubleshooting. However, the physician has opted to continue to monitor the patient thus the pacemaker remains in service. No adverse patient effects were reported.